Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, repeated errors c-00, c-72, and 4-71 appeared on the integrated electrosurgical unit (iesu). The customer power cycle the iesu twice, but the issue was not resolved. The customer used an external generator to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The iesu initially powered on with reported errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vio dv iesu was tested on an in-house system. The reported errors appeared when the iesu was run in normal mode. The complaint was confirmed based on failure analysis.